Event description:
Patient had brow lift in 2005. Subsequent to surgery, the pt contacted FDA via medwatch to report hives, headaches and other skin reactions which she believed may be related to the endotine transbleph procedure.

Manufacturer narrative:
Patient reported adverse reactions that she experienced around the time of the endotine transbleph procedure. The devices were not explanted and therefore, not available for eval. This event is unusual in nature and the cause is unknown.